Event description:
It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). During grasping with the first clip the posterior leaflet was perforated. The clip placement was changed to treat the tissue damage, and the clip was deployed. A second clip was also implanted. The procedure was completed without further issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury is due to procedural conditions. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.